Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-47496. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 380 mg/dl. Customer was throwing up from their blood glucose. The mother could not recall any significant events leading to the alarm. The mother stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump due to a no delivery alarm. Customer declined to return the product for analysis.